Manufacturer narrative:
Operator of device is unknown; no additional information was received. One sample was received in unused conditions, within its original packaging opened and unsealed inside a plastic. The returned sample was visually inspected at 12 in to 16 in and normal conditions of illumination; no discrepancies were detected. Functional testing: the pilot balloon of the returned sample was inflated using a syringe with air, then the product was immersed in the water in order to detect any leakage. No bubbles came out of the pilot balloon and the pilot balloon remained inflated with air. The complaint was not confirmed and no root cause could be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pilot balloon did not inflate. No patient injury was reported.